Manufacturer narrative:
The customer has not complained of any further issues. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. An aliquot of the parent sample was tested and initially resulted with a psa value of 27.39 ng/ml. The aliquot was repeated and resulted as 4.3 ng/ml. The parent tube of the sample was then repeated, resulting with a value of 4 ng/ml. The psa reagent lot number and expiration date were requested, but not provided.